Event description:
It was reported that four (4) eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This event occurred on an unspecified date after the bags were delivered in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from april 25, 2021 - april 26, 2021. H10: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection o the pictures were performed and revealed a leak at the spike port bonding area. As four leaking bags were reported and only two pictures were provided, the reported condition was verified for two of the samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.